Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 410 mg/dl. Customer stated that when starting the bolus it is deliver just for the food but not the high blood glucose. Customer doesn't understand why his blood glucose is so high and he doesn't know why the pump will not deliver more than one unit. Customer was advised that the active insulin time and it was set to 3 hours and explained this. The customer was advised to monitor pump and blood glucose and declined to troubleshoot for high blood glucose.